Manufacturer narrative:
It was reported that a manipulation under anesthesia was performed due to arthrofibrosis of the left knee. The affected journey ii xr tibial baseplate, journey ii xr inserts and journey ii cr oxinium femoral component, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the inserts and femoral component revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. According to the risk management file, possible causes could include but not limited to wear, size of device or device alignment. Without the return of the actual products involved and no patient records, our investigation of this report is inconclusive. It was reported that the adverse event was resolved. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a manipulation under anesthesia was performed due to arthrofibrosis of the left knee. The adverse event was resolved.